Event description:
The customer alleges having an issue with the water spike from the concha column. The spike would not seat properly, which did not allow water to enter the column for humidification. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review couldn not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample or picture is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported, it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.